Event description:
The account alleged no head up function. No injury reported.

Manufacturer narrative:
The account has replaced the head up valve and the head up worked for a few minutes and stopped again. Tech asked the account to try this in calibration. The account replaced the cardio pulmonary resuscitation valve to resolve the issue.